Event description:
It was reported that following an aortic valve replacement procedure, patient death occurred. During the procedure in which the ampatz super stiff wire was used, the valve was not placed due to patient becoming hyposensitive and a cardiac tamonade. The patient did not recover and expired the same day. Patient autopsy revealed "a rupture at the left ventricle area of the anterolateral myocardium likely due to a 1-2mm diameter wire or comparable instrument which was pulled back¿. Physician feels that the death was related to the valve replacement procedure and not the study device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).